Event description:
In preparation for a coronary artery drug eluting stenting treatment procedure there was stent damage. The physician was in preparation for treating a lesion with a 2.5x12mm taxus liberte drug eluting stent when it was noticed that the woven mesh part of the stent was sticking out. This device was not implanted into the pt. This product is only ous approved but it is similar to a marketed us device.